Event description:
Newly stocked medline instant hot pack, lot #cn16279a2, placed directly on patient skin and wrapped with disposable diaper, to prepare for IV access by IV team. Approximately 20 min later, site with severe erythema where hot pack came in contact with patient skin (left forearm)... No blisters. Witnessed by IV team when hot pack removed. Cold pack applied to left forearm immediately upon discovering severe erythema. Site observed every 5 min after application of cold pack, and cold pack removed after 10 minutes. The left forearm erythema greatly resolved after 30 minutes and reported to resident, charge nurse, lead tech.